Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The record was located during database review. This submission was an oversight by the processor during the submission of a heavy submission processing day.